Event description:
Performed scs (spinal cord stimulator) trial from (B)(6) 2022- (B)(6) 2022. Was offered to have implant on (B)(6) 2022. Did not have pre-op with surgeon (B)(6) and was not allowed post-op. Met him only on morning of surgery. He shook my hand then started touching my back with unwashed ungloved hands. I told staff I was nervous and wanted to cancel. Abbott rep said "don't worry, it will go perfectly". In recovery nose was painful and swollen because of mispositioning on surgical table with weight on nose. They claimed that all functions checked out but don't recall this. Was denied pain medication post op, told that bed was needed and I should leave. I tested scs during ride home with tonic (tingle) mode but felt sensation only in my liver. Rep confirmed right "octrode" was misplaced and turned off (reprogrammed) area contacting wrong nerves. Developed a 101.5 fever. Was told it was too soon to call as an infection. Fever continued and pain of center-line incision increased. Went to ER. Pain worsened, neurological symptoms spread to feet, hands, and tailbone. Numbness and sharp stabbing pain. Proceeded to stiff neck, headache, confusion and altered sensation in multiple areas of body. Was hospitalized for 4 days. Continued to take antibiotics and added antifungal medication prescribed for another condition. Dr. Singa discharged me without ever seeing me. Can not be seen by any other doctor, or if seen they refuse to touch or comment on another doctor's surgery. Abbott rep advised me to leave scs off. 4 weeks post surgery, fever is low or absent. Nerve problems continue and worsen.